Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that he was having some issues with extreme high and low blood glucose readings due to the air bubbles. Customer stated that their blood glucose has been ranging from 300's mg/dl to extreme lows of 31 mg/dl due to miscalculations as to how much food was needed to off-set the insulin.